Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered in the pump module area during step 9 of treatment. Fluid was seen on the pump module area and the back of the cassette; the film on the back of the cassette was not loose and there were no visible defects or damage to the cassette. The patient was connected during the incident. No air bubbles were found during setup. The patient received m30 balloon valve leak and m31 air detected in cassette warning alarms during drain 2 of 3 of treatment. The patient was advised due discontinue use of the cycler to let the cycler air dry. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and the cycler was scheduled to be replaced. Upon follow up, the pd patient confirmed the reported event. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment pending delivery of the replacement cycler, and continued use of the replacement cycler without further issue. The patient confirmed the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of infestation. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test simulated treatment was performed and completed without any failures or problems. No fluid was observed on the cassette. Patient sensors check and system air leak test and valve actuation test passed. An internal visual inspection of the returned cycler revealed dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Clog in hp2 filter. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the fluid leak event is unconfirmed. The cycler alarm warning was confirmed and was due to a clod in hp2.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered in the pump module area during step 9 of treatment. Fluid was seen on the pump module area and the back of the cassette; the film on the back of the cassette was not loose and there were no visible defects or damage to the cassette. The patient was connected during the incident. No air bubbles were found during setup. The patient received m30 balloon valve leak and m31 air detected in cassette warning alarms during drain 2 of 3 of treatment. The patient was advised due discontinue use of the cycler to let the cycler air dry. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and the cycler was scheduled to be replaced. Upon follow up, the pd patient confirmed the reported event. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment pending delivery of the replacement cycler, and continued use of the replacement cycler without further issue. The patient confirmed the cycler set (cassette) used was available to be returned for investigation.